Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/12/2023. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please confirm the exact quantity of products with the reported issue? =>12 was the sterility of the device compromised? No . Please describe the sterile packaging:secondary packages were broken at zipper. Were there any issues with the seal of the sterile packaging? No. Are there any tears/holes in the sterile packaging? No. Please provide the lot number: scmqxt. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sales rep about the device returning. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Ryohei mori. When the sales rep checked the product, the vinyl was undamaged and the perforation on the box opening was slightly open. Lot number : scmqxt. Qty of product involved : 36 and 12. Qty to be returned : 36 and 12. Events reported via: 2210968-2023-08864, 2210968-2023-08865, 2210968-2023-08866, 2210968-2023-08867,2210968-2023-08868,2210968-2023-08869, 2210968-2023-08870, 2210968-2023-08872, 2210968-2023-08873, 2210968-2023-08874, 2210968-2023-08855.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before use on the patient, it was reported by a sales rep that, there was a tear in the perforation of the vinyl shrink of the product received. There was no damage to the mailing box. The product box was not crushed or dented. When the sales rep checked the product, the vinyl was undamaged and the perforation on the box opening was slightly open. No adverse patient consequences were reported. Additional information was requested.